Event description:
The information received from the affilliate states that this patient was presented to the interventional lab for an angioplasty and stenting procedure or the subclavian artery. There are no patient information or vessel characteristics available at this time. The physician was happy with the original placement of the stent. Upon removal, the balloon became stuck inside of the stent. The physician was unable to remove the balloon in the normal fashion and at one point it was noted that the stent was slightly conical at the distal end. The physician applied a 6fr brite tip csi over the balloon inside the stent. The sheath would'nt track over the middle of the balloon and the stent then became free. The balloon had become free after more work. The balloon was safely removed and a 7f sheath and a larger balloon were used to capture the stent.